Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. The implantable cardioverter defibrillator was noted to be in backup vvi mode. A device download was performed successfully. No patient symptoms were reported.